Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The scope washer tube and half of the c-ring were not returned. The returned portion of the c-ring assembly was inspected under a microscope; it displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the eval results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the plastic on the distal end of the hemopro sheath was cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital was unable to provide further info on the device failure.